Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.

Event description:
While the surgeon was implanting a liss ti distal femoral plate 13 hole, the pull reduction device broke when the surgeon removed it from the bone and the k-wire broke off when being removed from the bone. Fragments of both devices were not retrieved and remain in the patient. Patient is reportedly recovering well, and there was no delay or extension to surgical time. This is 1 of 2 reports for the same event, complaint # (B)(4).